Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent a paroxysmal atrial fibrillation ablation procedure with 2 thermocool® smart touch¿ bi-directional navigation (st) catheters and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the catheter puller wire lost deflection. The catheter was replaced, and the issue resolved. The observed deflection issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The case then continued. While using the replacement st catheter, during mapping phase, a cardiac tamponade was noticed. The patient's blood pressure dropped and cardiac tamponade was confirmed by echocardiogram. Pericardiocentesis was performed to remove 600 ccs of fluid. Post intervention, the patient was reported to be in stable condition. Extended hospitalization was required for observation and the patient fully recovered. The physician¿s opinion on the cause of the event is that it was procedure and patient condition related. No transseptal puncture was performed. Flow setting was 2 cc/min. Dashboard, vector and visitag visualization features were used during the procedure. Visitag settings were stability 2 mm, time 5 seconds, 25% at 5g force over time, tag size 2. There was no evidence of a steam pop as no ablation was performed prior to discovering the cardiac tamponade. No error messages were observed on biosense webster inc. Equipment during the procedure.